Manufacturer narrative:
Quality safety evaluation received on 18-oct-2016: ptc global number (B)(4). Lot number d06928, manufacturing date 28-aug-2014, expiration date 28-aug-2017. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessary indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar adverse event case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced suspected nickel allergy. Hysterectomy was performed to remove essure 2 months after placement. This event, seen as allergy to metals, is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Considering event's nature per se and the absence of alternative explanation, causal relationship between reported event and essure use, cannot be excluded. As device removal was required, this case is regarded as incident. The technical assessment concluded a quality defect was not confirmed but considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 08-sep-2016 which refers to a (B)(6) female patient of who had essure (fallopian tube occlusion insert) lot number d06928 (expiration date 28-sep-2017) inserted on (B)(6) 2016, for permanent sterilization. It was reported that the patient experienced suspected nickel allergy on (B)(6) 2016. Hysterectomy was performed to remove essure in the same date. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced suspected nickel allergy. Hysterectomy was performed to remove essure 2 months after placement. This event, seen as allergy to metals, is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Considering event's nature per se and the absence of alternative explanation, causal relationship between reported event and essure use, cannot be excluded. Since device removal was required, this case is regarded as incident. Further information and technical analysis have been requested.